Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic with shortness of breath, lethargy, positional fluid accumulation, nausea, vomiting, fever, and chills. After consultation with electrophysiology, it was determined that patient had a decreased left ventricle ejection fraction (lvef). The device was explanted, and the patient had device upgraded with lv lead due to reduced lvef from high right ventricular pacing burden. The event was resolved without sequelae.